Event description:
User alleges he fell out of his jazzy power chair 3 different times while traversing down his homemade ramp. User also alleges he was burned on his leg because he left the device in the sun.